Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3389s-40, lot# va07k5n, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
A health care provider reported via a manufacturing representative that the patient's extension and implantable neurostimulator (ins) on the right side were removed due to infection. The patient's indication for use is dystonia and movement disorders. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.